Event description:
Dear siemens, october 27, 2025 I am writing to follow up on our previous discussions regarding the persistent inaccuracies in a1c results from our siemens instruments. As you know, this is not the first time we have raised this concern, and while you have advised us to report these issues directly to siemens, the clinics continue to encounter the same problems despite following those instructions. The lack of reliable results is eroding trust in our instrumentation. Several clinics now have at least one physician who prefers to wait for reference laboratory results rather than relying on on-site testing, which delays patient care adjustments and undermines the efficiency of our services. Personally, I am deeply frustrated, as we have been grappling with this issue for over two years. While I understand that occasional reagent-related problems can occur, the consistent complaints from multiple clinics over the past year suggest a systemic concern that requires more than just calling siemens and getting credit for reagents. I am also concerned about the implications for our clinics enrolled in the mckesson reagent contract. If testing volumes decrease due to this loss of confidence, it could complicate our contractual obligations and overall operations. At this point, clinics are finding that direct outreach to siemens has not yielded meaningful solutions. I strongly urge that siemens demonstrate accountability by investigating these accuracy issues thoroughly and providing concrete support and resolutions to restore confidence in their instruments. I would appreciate your guidance on next steps and any assistance you can offer in escalating this matter. Please let me know a convenient time for us to discuss this further. Thank you for your attention to this critical issue. I am writing to formally escalate a critical and ongoing issue with our siemens dca vantage analyzers that is impacting our clinical operations and credibility. For over two years, we have documented significant and persistent discrepancies between the a1c results from our point-of-care analyzers and reference lab values. This issue is not isolated; it affects our network of 60+ clinics where these instruments are deployed. Despite our team's repeated efforts to report these problems to siemens, no significant improvements or permanent solutions have been provided to address the core accuracy concerns. The continued lack of resolution is now actively undermining physician confidence in our point-of-care testing and poses a potential risk to patient care consistency.